Event description:
An endurant ii stent graft system was used for the endovascular treatment of a 10cm abdominal aortic aneurysm. The patient presented emergently with a pre-operative contained rupture. It was reported that upon review of the cta with the physician, the proximal neck was severely angled. The potential of the delivery system hanging up on the suprarenal stents was discussed prior to the case, but the physician elected to attempt an endovascular repair. Cut downs were performed and the physician chose to deliver the main body through a 20 fr sentrant sheath. Delivery and deployment were fine with no issues. The bifurcated device was placed just distal to the left lowest renal artery and deployed to the gate. The gate was positioned perfectly as planned. Due to the size of the aaa (10 cm), the physician was unsuccessful in cannulating the gate after several attempts with several different catheters. The physician decided to deploy the entire ipsilateral limb, remove the delivery systems, and cross over and snare from the contralateral side. Tip capture was performed and severe wire bias to the patient¿s lateral left side was observed. When attempting to remove the delivery system, the tip got caught on the stents and, after several attempts with the wire, pulled into the delivery system. The physician could not get it to pass without catching. He then attempted to advance the sheath which pushed the ipsilateral limb proximal and kinked the entire graft. Two of the suprarenal stents infolded and the physician could not get a wire to pass back through. The physician decided at that point to convert to open repair and to explant the bifurcated stent graft. The patient had successful open surgical repair of the aaa after explant of the endurant bifurcated device. Repair was concluded with a 20 x 10 aorto bi-femoral surgical graft. No additional clinical sequelae were reported and the patient is fine. A review of several returned angiogram images at implanted showed that the stent graft appeared severely angulated within the proximal neck. Post-explant images showed that 3 of the suprarenal stents were entangled. The cause of the events appeared to be due to the severely angulated neck.

Manufacturer narrative:
(B)(4). Evaluation methods: (angiogram images). Evaluation results: inherent risk of procedure (stent graft misplacement; stent graft kinking; conversion to surgical repair). Patient¿s condition affected effectiveness of device (severely angulated proximal neck). Unapproved use of device (pre-operative rupture; severely angulated proximal neck). Evaluation conclusions: known inherent risk of a procedure (stent graft misplacement; stent graft kinking; conversion to surgical repair). Device failure related to patient condition (severely angulated proximal neck) 24 off ¿label, unapproved or contraindicated use (pre-operative rupture; severely angulated proximal neck).